Event description:
Pt was implanted with two 150mm n flex rods (l5-s1 fusion, l4-l5 dynamic) on (B) (6) 2008. In (B) (6) 2009, pt began to experience discomfort and both rods were found to have broken at the dynamic level. The broken rods were explanted. This is report 2 of 2 for the same event.

Manufacturer narrative:
This device was mfg by n-spine. As of march 2008, n-spine is part of synthes and the current equivalent of this device is produced by synthes (B) (4). Investigation is in process. No conclusions can be drawn at this time. Device history has been requested and will provide the date of MFR.